Event description:
It was reported that the pt had not experienced relief of pain since catheter change in 5/2008. At pump refill, 40 ccs were aspirated from the reservoir which indicated that no drug had infused over one month. A catheter dye study was attempted; no cerebrospinal fluid was obtained. It was suspected that the sutureless connector was occluded. The pump and catheter were explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Results code: used for the catheter. The device is included in the medical device safety alert, proper connection of sutureless connector intrathecal catheters, physician communication (june 2008). See scanned page.